Manufacturer narrative:
Product complaint #: (B)(4). Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right revision of an unknown unicompartmental knee to treat aseptic loosening. A primary attune knee was implanted. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient¿s right knee was revised to treat pain, instability, loss of function, and swelling secondary to suspected tibial tray loosening. Upon entering the joint, a large effusion was evacuated. The surgeon identified and excised extensive periarticular hypertrophic synovitis consistent with polyethylene wear. Upon inspection, the surgeon identified wear and a cold-flow deformation on the insert, with notable backside wear. The tibial tray was loosened and debonded at the cement to implant interface and revised. The surgeon notes the tibial tray had moved into varus due to an osteolytic lesion along the medial tibial plateau that the surgeon attributed to the poly debris generated by the wear from the insert. The femoral component was well fixed but revised to accommodate the revision knee devices. The patella was well-fixed with no signs of wear and retained. The patient was revised with an unknown revision knee system. The procedure was completed without complications. Doi: (B)(6) 2016, dor: (B)(6) 2021, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> DHR review was performed as part of investigation performed in (B)(4) and completed on 12 dec 18. 1 unrelated non-conformance on this lot number. Final micro and sterility tests were passed.